Event description:
The consumer was sitting on the shower chair, when it allegedly broke and the consumer fell. This allegedly resulted in lumbar injuries. The extent of the alleged injuries is not known at this time.

Manufacturer narrative:
Consumer reportedly was sitting on the shower chair and fell. Users weight is unknown device is weight specified. Additionally history has also shown that events of this type are the result of improper loading or improper use of the device and not a malfunction. Malfunction is unconfirmed. MDR filed based on alleged injuries.